Manufacturer narrative:
It was reported the primary tubing from the micro-tubing tub broke off in the hub when it was disconnected. Received from the customer is one partial set model 2426-0007 lot unknown. The portion of the set that was received is from the distal smartsite to the male luer end. Also received is one non-bd extension set. The sets were visually inspected for cracks, misassemblies or damages to the components. Visual inspection found that the male luer (p/n 600117) tip of the primary set was broken off and lodged into the female luer of the non-bd extension set. Closer inspection under a lab microscope observed no tool marks at the break site of the male luer collar. An attempt to remove the male luer tip from the non-bd extension set¿s female luer was unsuccessful. Equipment used for testing on 01sep2020: ¿ optical ram-cnc eq 08204 5-feb-21 device history record for model 2426-0007 could not be performed due to no lot number being provided by customer. The customer¿s reports that the tubing broke off in the hub when disconnected was confirmed to be a male luer tip break. The root cause of the male luer tip break could not be definitively determined.

Event description:
It was reported that as lvp 20d 3ss cv tubing broke. The following information was provided by the initial reporter: "when disconnecting primary tubing from micro-tubing hub the primary connection broke off in the hub. Patient was not harmed ."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv tubing broke. The following information was provided by the initial reporter: "when disconnecting primary tubing from micro-tubing hub the primary connection broke off in the hub. Patient was not harmed."